Event description:
After an implantation time of about 11 months, it was reported that sensing disturbances had been reported via home monitoring. No deterioration in the patient's state of health was reported. Both the device and lead were explanted.